Event description:
Device 1 of 2: reference MFR. Report#1627487-2017-00892. Follow-up identified both leads were explanted and replaced on (B)(6) 2017 during surgical intervention. Postoperative programing visit is pending.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2017-00892. Follow-up identified postoperative programming was successful and the issue is resolved.

Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2017-00892. It was reported the patient suffered a fall (B)(6) 2016. Reportedly, the leads migrated and all contacts reveal invalid impedance measurements. Surgical intervention may be undertaken as the next course of action to address the issue.